Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12568.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12568. Note the patient received 2 leads from the same lot number, which were placed peripherally, off label use. It was reported the patient's scs system was explanted because the patient complained her pain had worsened and she no longer wished to use her system.